Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charged and boot test was performed and passed. Open receiver and performed internal inspection and passed. Battery measurements was performed and passed. Confirmation of the complaint was confirmed. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "hwbbt" error was displayed on the receiver. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.